Event description:
It was reported that head trial is scratched/gouged from repeated use.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found deep scratches, deep gouges and worn on the device associated to the current complaint, confirming the report allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed, the date code provided does not represent a finished goods lot#.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : various gauge and cuts on head trails through use from wear and tear. Potentially presenting issues with sterilization. One head trial cut during case. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found deep scratches and deep gouges on the articul tr ball grvd 36 +5. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces, like usage of forceps, tweezers, sharp tools, etc. While trialing. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. Additionally the device presents signs of wear. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the articul tr ball grvd 36 +5 would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j1007) provided is not a valid finished goods.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found deep scratches, deep gouges and worn on the device associated to the current complaint, confirming the report allegation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : a manufacturing records evaluation (mre) was not performed, the date code provided does not represent a finished goods lot#.